Manufacturer narrative:
The customer informed the company representative that they used a medline solid gel electrodes patches during the event because they did not have wet-gel patches available. Per our IFU we recommend the use of high quality we-gel electrodes, because they have a major impact on the ability to obtain an ECG signal. The company representative reinforced the recommendation of the use of wet-gel patches, the customer was satisfied with the response and no service was required for the two iabps involved on the event were (B)(4). Refer to (B)(4)and medwatch report 2249723-2013-00133 for second pump (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, they were unable to obtain an ECG signal. The patient was switched to a second iabp and they experienced the same issue. The customer contacted the maquet sales rep for support, the issue was resolved and therapy was continued. No patient injury was reported.